Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege on various dates beginning shortly after surgery, patient suffered permanent physical injuries, significant pain, soreness and discomfort; difficulty sleeping, walking, and performing routine activities; inability to lead a normal life; elevated metal ion levels; emotional distress, anxiety, and mental anguish; economic losses including past and future medical expenses, loss of earnings, and impaired earning capacity. Update: (B)(6) 2012-sales rep reported revision surgery due to pain, cup loosening. No metallosis was noted. There was no new information that would change the outcome of the investigation.